Manufacturer narrative:
E1 patient city: (B)(6). Patient country :united kingdom.

Event description:
Reference number (B)(4). Event occurred in united kingdom. On 4-july-2024 it was reported that the patient faced infusion set tubing was pulled off at the site. No further information available.